Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The fse replaced multiple hardware components, and the customer also replaced a new dbil reagent bottle (lot 2667) to resolve the issue. The following components were replaced: s syringe part number: zm011100, s syringe case part number: zm022900, r syringe part number: zm011200, r syringe case pn mu837000, reagent probe pn mu995800. Beckman coulter internal identifier is (B)(4). Patient demographic information was not provided.

Event description:
The customer reported the au680 clinical chemistry analyzer generated negative and low dbil (direct bilirubin) patient result. The customer also reported qc (controls) issue. There was no change in patient treatment in association with this event. Qc was within the laboratory's established ranges prior to this event.